Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath and the advancer tube were not returned with the device. The catheter, shuttle cartridge and tamp locks were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. However, blood was present inside the proximal detent, which indicated that blood was being forced into the proximal end of the shuttle. Based on the information provided and the investigation performed, the probable cause of the sealant not advancing correctly might have been caused by the sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely and leading to resistance during the deployment. However, without the return of the sealant and the advancer tube, the reported event could not be confirmed, and the root cause could not be conclusively determined. The review of the lhr (f1513803) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: "the sealant did not advance correctly" (this was the statement left for the initial reporter by the physician). Converted to manual compression for less than 30 minutes with no complications. The physician claims to be certified from his fellowship. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the sealant failed to deploy. Sheath size: 5f.